Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt experienced burning sensation in the back at the lead location. The leads and extensions were revised on (B)(6) 2011. The pt now has stimulation in the correct area. The pt recovered without sequela.